Event description:
The date of event is estimated. Dr. (B)(6) had a pt present with areola necrosis two (2) weeks post-operative a mastopexy procedure where a 3-0 quill device was utilized for intracutaneous closure. The surgeon stated that bad circulation may have been evoked by the barbs on the device. It is not certain what treatment was provided to this pt. Minimal details of this case have been obtained to date.

Manufacturer narrative:
The date of event is estimated. No samples were available for eval. Therefore, no testing was performed. The lotcode info was not provided. Therefore, the expiration dates and mfg dates are unk. Method: the device was not available for eval. No product eval will be performed. Results/conclusion: the device was not returned for eval. No product eval will be performed. W/o the finished good lot number, relevant portions of the device history record could not be reviewed. Necrosis is a known and common complication related to this and similar surgical procedures. Over tightening of any suture material can result in this type of condition. The speculative remarks by the surgeon are not supported by any facts. Therefore, a definitive conclusion can not be drawn at this time. If add'l info is obtained at a later date, a f/u form will be submitted promptly. (B)(4), item # ya-1016q, quill knotless tissue closure device, 3-0 monoderm, lot unk.